Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post-implant, high thresholds were noted on this right ventricular (rv) lead. Impedances and sensing were normal and a chest x-ray did not show evidence of lead dislodgement. The patient was reportedly asymptomatic and did not require rv pacing, so the physician decided to schedule an elective lead revision at a later date. Approximately three weeks after implant, the lead was surgically repositioned. After repositioning, measurements taken through a pacing system analyzer (psa) were excellent. This rv lead remains in service. No additional adverse patient effects were reported.